Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No device returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 51 mg/dl. Food was consumed to treat bg. Reportedly, the basal software did not suspend insulin delivery. Recommendation was made by tandem technical support to upload the pump data logs, however, the customer declined.